Manufacturer narrative:
The device was not returned for evaluation, therefore no root cause could be determined. Device not returned for evaluation.

Event description:
It was reported that while the surgeon was making a bur hole during a left frontal temporal craniotomy procedure the tip of the bur broke off. The missing tip was unable to be found. An x-ray was taken to rule our the retained tip. Nothing was visualized on the x-ray. No further information has been provided at this time.

Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported that while the surgeon was making a bur hole during a left frontal temporal craniotomy procedure the tip of the bur broke off. The missing tip was unable to be found. An x-ray was taken to rule our the retained tip. Nothing was visualized on the x-ray. No further information has been provided at this time.